Event description:
An implanted clavicle plate broke post operatively and was explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2014-00148: plate, 00152: screw 2, 00153: screw 3, 00154: screw 4, 00155: screw 5, 00156: screw 6, 00157: screw 7, 00158: screw 8.